Event description:
The pt reported the physician removed his pump due to infection; however, the pt stated he did not have an infection. The drug used in the pump is unk. Add'l info has been requested from the physician.